Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, death, brain (glioblastoma). No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, death, brain (glioblastoma). There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory observed dust-like contamination on the front panel, top enclosure underneath the flip doors, and rear panel. A whitish dust-like contamination was observed around the air inlet of the blower box. An unknown dust-like contamination was observed around the air inlet of the blower box, interior side of the rear panel and in the base of the bottom enclosure. A dust-like contamination was observed on the blower box seal on the blower cap, on the blower motor, and in the base of the blower box. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with heavy mineral deposits. A review of the dreamstation config/error log found the following: 14 errors. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.